Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer did not perform troubleshooting for high blood glucose reading. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 415 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. Customer stated that the insulin exited after troubleshooting. The insulin pump will not be returned for analysis.